Event description:
Pt reports hospitalization and anaphylaxis (trouble breathing had to use epipen] after using tegaderm dressing. Unknown dates or length of stay. Pt believes the tegaderm product we sent caused the reaction. Pt did not infuse medication on that day; no ade reported due to missed dose. Unknown if md aware. No further information known. Indication: selective deficiency of immunoglobulin g [igg] sub classes. Reported to (B)(6)/caremark by pt/caregiver.